Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. The diamondback coronary orbital atherectomy system instructions for use manual states that perforation is a potential adverse event that may occur and/or require intervention. Csi ID: (B)(4).

Event description:
The target lesion was 95% stenosed, heavily calcified and located in the left anterior descending artery with a 90 degree tortuosity. The physician decided to treat the lesion using a diamondback coronary orbital atherectomy device (oad), stating that this treatment was the last option for the patient. The oad was advanced past the lesion using glideassist and one pass was performed retrograde on low speed. Following this pass, imaging was performed and a perforation was noted. The perforation was resolved with placement of a covered stent and administration of vasopressors and it was determined that no additional treatment was required. The patient was stable and remained hospitalized overnight for observation. Per the opinion of the physician, the cause of the perforation was related to guide wire bias due to the calcification and tortuosity of the lesion.